Event description:
It was reported patient had a revision of hip due to dislocated constrained liner. Sales rep reported cement did not hold the constrained liner it malfunctioned.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cement. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.